Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had an acute catheter. It was reported that the patient was agitated with psychological problems and pulled the catheter from the extensions and ruptured. The patient bled to death.